Event description:
Healthcare professional reported via device tracking rupture against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported via device tracking "rupture" against right device. Later, healthcare professional reported, right side "implant exchange due to concerns with the product." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, via device tracking. "Rupture" against right device. Later, healthcare professional reported, right side "implant exchange, due to concerns with the product". The device has been explanted.